Manufacturer narrative:
(B)(4). Evaluation summary: the diameter of the spike was measured and found to be within specification. Functional testing was performed by spiking the set into an in-house glass container. The sample was primed. The set performed as designed with normal flow and no spike fall-out noted. No nonconformances were observed during sample evaluation. However, the customer reported using the device with a non-rigid solution bag. Per baxter labeling, this device is "for use with rigid non-vented solution containers". A review of the label for the product family will be conducted. The cause of the condition was determined to be use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the tubing spike of an interlink vented paclitaxel set disconnected from a non-baxter solution bag. This event occurred during priming in the pharmacy, prior to patient use. There was no patient involvement, patient injury, and/or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.